Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via email that an ar-3770sp-1, hybrid fibertak w/ needles knee 1-pack was reported to have a knee hybrid fibertak knotless mechanism failed to lock once tension. The anchor set effectively and tensioned as normal, but when tension was put onto the graft, the knotless loop came loose. This occurred on (B)(6) 2026 during a mpfl reconstruction procedure. The case was completed successfully using the hybrid element of the anchor to reinforce the graft on the patella. There was case involvement.